Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/20/2020. Additional information: a manufacturing record evaluation was performed for the finished device mm6670 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an appendectomy on (B)(6) 2019 and suture was used. The suture pulled off the needle when sewing. Clamped and reinforced the needle and thread junction with forceps and then sewing to complete the surgery. No additional information could be provided. No reported patient consequences.